Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that she pressed the go button on the hc to start the initial drain and then connected herself. The hp stated then after she connected the hc alarmed. The technical service representative (tsr) explained the alarm and proper set up procedures per the user manual. The tsr then assisted the hp to cycle the power off/on twice and then start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient's (hp) nurse stated she was not aware of the issue, and that no complications were reported. The nurse said that the hp was coming in for an appointment and that they would talk to the hp about proper procedures. No patient injury or medical intervention was reported.